Event description:
Baxter (B)(4) received a report that an infusor had no flow before patient use. The device was filled with a 240 ml solution. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing drug fluid in the reservoir for evaluation. The reported condition of no flow was confirmed. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted, but flow was still not observed. No signs of blockage were visually observed inside the delivery tubing or the bladder. Microscopic examination of the flow restrictor revealed the root cause as drug crystallization blocking the fluid path at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.